Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-00487. Manufacturer report number: 2017865-2020-00490. Manufacturer report number: 2017865-2020-00491. It was reported that the patient has deceased/expired. There is no allegation from a healthcare professional that the death was system related. The cause of death was unknown and was suspected to be due to patient's existing underlying condition. No additional information was reported.